Event description:
Iab appeared to have a smaller than usual hole where guide wire passed through for placement. Surgeon was able to pass guide wire with difficulty balloon catheter got in place and appeared to function properly with no adverse outcome to pt.